Manufacturer narrative:
Manufacturing dates for two suspected lot numbers: ur16k10066 was manufactured on 10-nov-2016, ur17b13067 was manufactured on 14-feb-2017. The actual device was not returned; however, two companion samples were returned and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of either of these lots. The samples were visually inspected with no issues noted. Functional tests were performed with no issues noted. Clear passage and pressure test were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Two suspected lot numbers: ur17b13067 and ur16k10066. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp standard bore catheter extension set triggered an occlusion alarm on the medication pump. During infusion with a sigma IV pump, an unspecified connection issue occurs with the one-link and this causes an occlusion alarm on the pump. There was no patient injury or medical intervention associated with this event. No additional information is available.